Manufacturer narrative:
. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that one additional complaint was received for this po. No escalation required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a non-preloaded multifocal intraocular lens was explanted during secondary surgery because the patient complained of sensitivity to glare. The lens was replaced with another model. Additional information stated that the product is not available for return. No further information was provided.